Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the loading unit had a full staple complement. The clamping mechanism was deformed. Functional testing found that the loading unit was loaded into a representative instrument. The loading unit was applied to test media. All staples were placed and test media was cleanly transected. The interlock was tested and found to function properly. It was reported that the unit did not close properly in order to fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: with the distal end of the shaft perpendicular to the area to be fixated, squeeze the trigger fully. The trigger should be squeezed to the full extent of it's travel and held in the fully squeezed position as the device is moved off the application site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the endo gia r/or 60 3.5mm, there were firing issues with the egia handle. The unit did not close properly in order to fire. The device was replaced to resolve the issue. No patient complications have been reported as a result of this event. Medtronic's initial evaluation of the incident device found that the clamping mechanism was deformed.